Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As such, surgical intervention took place wherein the ipg was explanted and replaced with a smaller ipg model to address the issue. Reportedly, the new ipg was implanted in a new location addressing the issue. Therapy was confirmed post op.